Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without the device serial number, the manufacturing date could not be determined. Model number corrected to 6944.

Event description:
It was reported that the lead was capped due to increased impedance. No patient complications have been reported as a result of this event.